Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert". The patient's medical history included hypermenorrhea, ovarian cyst and hydrosalpinx. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), pelvic pain ("pain - pelvic") and abdominal pain ("abdominal pain"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingooophorectomy and lysis of adhesions). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, endometrial ablation and hormone level abnormal outcome was unknown and the dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometrial ablation, fallopian tube perforation, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: insertion details -right-3-4 loops, 1 loop on left side. As per previous fu: insertion date of essure: (B)(6) 2010. Plaintiff received treatment for pain: dysmenorrhea, pelvic/abdominal, perforation: fallopian tubes, other injuries/symptoms: hormonal changes. Complications during removal surgery? Other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) : unknown.. Lot number: 20183089 manufacturing date: 2009-06 expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and endometrial ablation ('ablation') in an adult female patient who had essure (batch no. 20183089) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert". The patient's medical history included hypermenorrhea, ovarian cyst and hydrosalpinx. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), pelvic pain ("pain - pelvic") and abdominal pain ("abdominal pain"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (bilateral salpingooophorectomy and lysis of adhesions). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, endometrial ablation and hormone level abnormal outcome was unknown and the dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometrial ablation, fallopian tube perforation, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: insertion details -right-3-4 loops, 1 loop on left side. As per previous fu: insertion date of essure: (B)(6) 2010. Plaintiff received treatment for pain: dysmenorrhea, pelvic/abdominal, perforation: fallopian tubes, other injuries/symptoms: hormonal changes. Complications during removal surgery? Other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) : unknown.. Lot number: 20183089, manufacturing date: 2009-06, expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation fallopian tubes') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea(cramping)"), pelvic pain ("pain - pelvic") and abdominal pain ("abdominal pain"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation and on (B)(6) 2010: salping. (Unilateral), oophorectomy (unilateral),tubal ligation). Essure was removed on (B)(6) 2010. At the time of the report, the fallopian tube perforation, endometrial ablation and hormone level abnormal outcome was unknown and the dysmenorrhoea, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, dysmenorrhoea, endometrial ablation, fallopian tube perforation, hormone level abnormal and pelvic pain to be related to essure. The reporter commented: as per previous fu: insertion date of essure: (B)(6) 2010. Plaintiff received treatment for pain: dysmenorrhea, pelvic/abdominal, perforation: fallopian tubes, other injuries/symptoms: hormonal changes. Complications during removal surgery? Other. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified): unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain: dysmenorrhea (cramping), pelvic/abdominal, perforation: fallopian tubes, ablation, hormonal changes. Event outcome was added for the events: dysmenorrhea , pelvic pain, abdominal pain. Lab data and reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.